Manufacturer narrative:
This report is submitted on september 17, 2018.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The implanted device remains.

Manufacturer narrative:
This report is filed on december 06, 2018.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.this report is filed on december 03, 2018.